Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication could not be selected when trying to issue medication. A technical support specialist remoted into the cabinet and identified that both medications had already been requested. The customer was instructed to contact the pharmacy to approve the medications before proceeding. The system functioned as intended and technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication was not able to be selected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.